Manufacturer narrative:
8/28/97-sample received for evaluation: instrument was received with one prong broken off of the rake retractor. The broken area is not oxidized denoting that a crack was not present prior to breaking. The instrument is etched with the name v. Mueller & co. There were no cat., lot or vendor code numbers present on the instrument received. This notation of the product ID has not been used for at least 20 years. The surface condition is consistent with the instrument's age and usage. Complaint history from 1/94 through 5/97 has not other issues for this product. This failure is due to the extended wear of the instrument.